Event description:
Event description guidant received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d) the patient's blood pressure dropped and the patient went into ventricular tachycardia. This occurred prior to defibrillation threshold testing when the device was outside of the pocket. The device detected and delivered 3 shocks without converting. Six external shocks were then delivered, which successfully converted. Interrogation of the device then revealed ventricular fibrillation markers that were due to oversening, as the surface EKG indicated the patient was in normal sinus rhythm at the time. The oversensing resulted in declaration of an episode, which the representative diverted. All lead connections were verified and the oversensing continued. The device was removed and replaced. The device was returned for analysis.